Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Patient wore thermacare for longer than 16 hours [device use error]. Case description: this is a spontaneous report from a contactable consumer. A 67-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2017 for muscle pain in the back. The patient's medical history included flu on 26jan2017. Concomitant medications were not reported. On an unspecified date in (B)(6) 2017, the patient reported she used the heatwrap for longer than 16 hours. She had used thermacare with an undershirt between. She had caught flu and experienced muscle pain in the back. Therefore she used thermacare twice, on (B)(6) 2017 and on (B)(6) 2017. This functioned well in (B)(6) 2017 and she did not experience side effects. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Investigations results from product quality complaints (pqc) group includes: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up attempts completed. No further information expected. Follow-up (15mar2017): new information received from the same contactable consumer include: medical history, product data (indication, start date) and updated event onset date. Follow-up attempts completed. No further information expected. Follow up (13feb2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (23dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up attempts completed. No further information expected. Follow up (18feb2020). New information received from product quality complaints (pqc) group includes investigations results and case downgraded to non-serous, non-reportable.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] . Patient wore thermacare for longer than 16 hours [device use error], , narrative: this is a spontaneous report from a contactable consumer. A 67-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2017 for muscle pain in the back. The patient's medical history included flu on (B)(6) 2017. Concomitant medications were not reported. On an unspecified date in (B)(6) 2017, the patient reported she used the heatwrap for longer than 16 hours. She had used thermacare with an undershirt between. She had caught flu and experienced muscle pain in the back. Therefore she used thermacare twice, on (B)(6) 2017 and on (B)(6) 2017. This functioned well in (B)(6) 2017 and she did not experience side effects. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Investigations results from product quality complaints (pqc) group includes: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up attempts completed. No further information expected. Follow-up ((B)(6) 2017): new information received from the same contactable consumer include: medical history, product data (indication, start date) and updated event onset date. Follow-up attempts completed. No further information expected. Follow up ((B)(6) 2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up ((B)(6) 2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up attempts completed. No further information expected. Follow up ((B)(6) 2020). New information received from product quality complaints (pqc) group includes investigations results and case downgraded to non-serous, non-reportable. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1066015-2019-00411 and MFR report number 1066015-2020-00059 are duplicate. All subsequent follow-up information will be reported under MFR report number 1066015-2019-00411. MFR report number 1066015-2020-00059 is to be considered as deleted.

Event description:
Event verbatim [preferred term] patient wore thermacare for longer than 16 hours [device use issue] , this functioned well [device issue] case narrative:this is a spontaneous report from a contactable consumer. A 67-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) from 09feb2017 for muscle pain in the back. The patient's medical history included flu on (B)(6) 2017. Concomitant medications were not reported. On an unspecified date in (B)(6) 2017, the patient reported she used the heatwrap for longer than 16 hours. She had used thermacare with an undershirt between. She had caught flu and experienced muscle pain in the back. Therefore she used thermacare twice, on (B)(6) 2017 and on (B)(6) 2017. This functioned well in (B)(6) 2017 and she did not experience side effects. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.follow-up (15mar2017): new information received from the same contactable consumer include: medical history, product data (indication, start date) and updated event onset date.follow-up attempts completed. No further information expected.follow up (13feb2017): this follow-up report is being submitted to upgrade this case to a reportable MDR.follow-up (23dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing.company clinical evaluation commentthe event "she used the heatwrap for longer than 16 hours" (device issue) and (device use issue) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "she used the heatwrap for longer than 16 hours" (device issue) and (device use issue) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] patient wore thermacare for longer than 16 hours [device use issue] , this functioned well [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2017 for muscle pain in the back. The patient's medical history included flu on (B)(6) 2017. Concomitant medications were not reported. On an unspecified date in (B)(6) 2017, the patient reported she used the heatwrap for longer than 16 hours. She had used thermacare with an undershirt between. She had caught flu and experienced muscle pain in the back. Therefore she used thermacare twice, on (B)(6) 2017. This functioned well in (B)(6) 2017 and she did not experience side effects. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Follow-up (15mar2017): new information received from the same contactable consumer include: medical history, product data (indication, start date) and updated event onset date. Follow-up attempts completed. No further information expected. Follow up (13feb2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "she used the heatwrap for longer than 16 hours" (device issue) and (device use issue) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "she used the heatwrap for longer than 16 hours" (device issue) and (device use issue) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.